Manufacturer narrative:
This report is submitted on january 8, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
This report is submitted on 20 may 2020.

Event description:
Per the clinic, the device was explanted (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 17, 2020.